Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the brightness buttons of the subject device were not worked during the preparation for use, because of the front panel of the subject device was damaged. At the incoming inspection for the repair, olympus australia was checked the subject device and fond the damage that might have been caused the failure of the brightness button. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the damage of the front panel of the subject device which might have been pushed the switch on the front panel with a sharp-pointed projection or a hard object by the user. Its damage might have made the contacts of the automatic brightness mode button not function. If additional information becomes available, this report will be supplemented.